Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through inspecting cartridge o-ring, cleaning pump connection area, and attempting to reload cartridge, but loading was not successful and customer declined to complete a new cartridge fill, so customer chose to use multiple daily injections while waiting for loaner replacement pump.